Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 247mg/dl and a manual injection was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer changed their cartridge and infusion set tubing. While filling the new infusion set tubing, no insulin was observed after 30 units. The customer verified that insulin was exiting the cartridge tubing. A new infusion set tubing was loaded and insulin deliveries were successfully resumed. A follow-up call to ensure the customer's bg level decreased was declined.